Event description:
It was reported that insulin from the reservoir leaked past the o-rings. The blood glucose reading was 111mg/dl. The caller stated that the customer did not use excessive force and was barely even pulling down when it came out and all the insulin poured out. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Inspected one opened and used resrevoir. Performed leak test and reservoir passed per specifications. No leakage anomaly noted during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.